Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine (0.6 mg/day/5 mg/ml) via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient came into the office today for a dose adjustment and had redness and swelling around the pump pocket site. The hcp determined that it was infected, and they wanted to shut the pump off permanently. The hcp was planning to explant the pump on (B)(6) 2022.